Event description:
It was reported that after the initial inflation/deflation, the balloon could not be retracted through the introducer sheath. The balloon and sheath were removed as single unit without difficulty and a larger sheath was inserted. Another pta balloon was then used to successfully complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.